Event description:
The customer performed comparison tests using her breeze, breeze2, and contour meters. The breeze meter read 259 mg/dl, while the contour meter read 112 mg/dl. The customer stated that she was confident with her contour reading. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any testing supplies left for the breeze meter, so troubleshooting was not possible. No product will be returned.